Event description:
It was reported that shaft inflation occurred. The 30mm x 3.50mm nc quantum apex balloon catheter was advanced to the target lesion. However, it was noted that the outer shaft "herniated" proximal to the balloon. The procedure was completed using a 3.0mm x 30mm nc quantum apex balloon catheter. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter with the shelf box, the batch number on the device and packaging matched the reported batch number. There was a stopcock attached to the hub. The balloon was bunched at the distal end. There was contrast in the balloon and the inflation lumen. A 2.9cm length of the distal outer shaft (5.1cm - 8cm from the proximal balloon bond) was bulged. Microscopic inspection of the bulged shaft did not reveal a burst or tear. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. However, it was reported that the device was inflated to 30atm which is above rated burst pressure (rbp), whereas the nc quantum apex the directions for use states; "inflate the balloon slowly to the appropriate pressure to perform ptca or post-dilatation of a stent. Maintain negative pressure on the balloon between inflations. Do not exceed the rated balloon burst pressure. If difficulty is experienced during balloon inflation, do not continue inflation; deflate and remove the catheter." The most probable root cause is considered user related. (B)(4).

Event description:
It was reported that shaft inflation occurred. The 30mm x 3.50mm nc quantum apex balloon catheter was advanced to the target lesion. However, it was noted that the outer shaft "herniated" proximal to the balloon. The procedure was completed using a 3.0mm x 30mm nc quantum apex balloon catheter. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).